Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. As a result of checking the error log, it was confirmed that there was a record of a high-pressure alarm. Functional testing could not confirm the reported issue. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. There was a possible defective downstream sensor or cassette product. Preventively, replaced the dso sensor. Performed all function tests and all passed.

Event description:
It was reported that the device exhibited a blockage alarm. Per reporter the event occurred while in patient use, during infusion. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
E1: (B)(6). H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.